Manufacturer narrative:
The examination lamp does not ignite, and the emergency lamp indicator lights up. The examination lamp is not installed. Install an examination lamp as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. The examination lamp is not installed correctly. Reinstall the examination lamp as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. The examination lamp is broken. Replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. The emergency lamp indicator blinks. The emergency lamp has blown or failed. Immediately turn the light source off, unplug the power cord from the wall mains outlet and the power inlet, then contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during a procedure, the evis exera iii xenon light source main lamp shuts off and the spare lamp came on. The procedure was completed with the same device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported that the main lamp shuts off and the spare lamp came on. Customer replaced the lamp two months ago and lamp counter was at zero. Tac informed the customer that the lamp might have overheated and might caused the reported issue. Customer have the device on for 25 minutes and the main lamp has not shutoff. The event was monitored for a week and a half, and the issue has not returned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.